Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a very strong stimulation at the ribcage area. It was also noted that the patient experienced chest pain and increased blood pressure. It was unsure if it was device related.